Manufacturer narrative:
The device was in use for diagnosis. A photograph of the adelante radial introducer was provided by the user. The photo showed the dilator inside the sheath with the sheath wrinkled at the tip end. Per the physician, it felt like the coating may not be as strong as it should be. A review of the device history record identified no rejections during manufacture of this lot number. In addition, a review of complaints against this lot number found no additional complaints. As the complaint device itself was not returned for analysis, root cause cannot be determined; however, potential causes of this failure may be improper extrusion or insufficient sheath stiffness/radial strength. In addition, calcification of the patient's vessels may have been a factor. Potential effects of this failure on the patient include: prolonged intervention and /or vessel damage. The adelante introducer set in-process and final qa inspection procedure includes a general acceptance criteria where all product must meet the specifications in each step or be rejected. A 10x magnification is used for visual inspection. The device is inspected for foreign material per aql using a tappi chart. The sheath and dilator are inspected visually for overmolding 100% of the first and last five shots. Dimensions are measured and ID is checked for clearance. For the remaining parts inspection is per aql. The tips of the sheath and dilator are 100% inspected for the first five and last five parts: visually for foreign material or defects, tip shape is verified, dilator checked for any obstruction and dimensional measurements are checked. For the remaining parts inspection is per aql. Final assembly of sheath and dilator inspection is per aql 0.25 which includes visual inspection, dimensional check including tip ID and the dilator hub lock operation is verified. Hub break and peel destructive testing is done per sampling plan. The sheath and dilator assembly is inspected per aql 0.25 for visual defects, foreign material, damage to device, verifying the correct size dilator is assembled with the sheath, the dilator is also checked for smooth action and locking of sheath is checked for proper function, an inspection for no gaps between sheath tip and dilator is performed, and verification that the dilator tip extends beyond the sheath tip. The instructions for use (IFU) informs the user of adverse effects/possible complications: air embolism, bleeding, hematoma formation and vessel damage. In addition, the IFU includes these precautions/contraindications: inserted introducer sheath should be internally supported by a catheter, lead or dilator. Dilator, catheter, or lead should be removed slowly from the sheath. Rapid removal may damage the valve resulting in blood flow through the valve. Never advance or withdraw guidewire or sheath when resistance is met. Determine the cause by fluoroscopy and take remedial action. Lock the dilator hub into the sheath hub securely. If the dilator hub is not locked into the sheath hub, only the sheath will advance into the vessel and the tip of the sheath may damage the vessel.

Event description:
The doctor reported that during a coronary angiography procedure via radial access, the sheath could not be inserted due to resistance. It was further reported that the sheath wrinkled up at the tip end of the device and a competitor's device was used to perform the procedure. Additional information received indicated that the patient had a lot of calcification. There was no report of any adverse patient effects from this event.

Manufacturer narrative:
The device was in use for diagnosis. The evaluation results revealed the dimensions for the returned sheath and dilator were within manufacturing specifications. The analysis found that the sheath had buckled in two (2) places; at the distal tip, and 2 cm proximal to the distal tip. Due to the damaged tip, the tip ID could not be measured. The buckling that occurred at the distal tip was noticeably even around the circumference of the sheath. The root cause (sheath buckling) cannot be confirmed. Potential causes of this failure include: improper procedure technique, improper tipping, and damaged tip during manufacturing/transit, tip deformation during storage, improper extrusion (wall thickness) and insufficient sheath stiffness/radial strength. In addition, calcification of the patient's vessels may have been a factor. Potential effects of this failure to the patient include: hematoma and/or nerve damage at entry site, tissue trauma, and prolonged intervention. There are no injuries associated with this failure mode. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk.